Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The device had not been inserted into the patient at the time of the event.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. Skived material exited the dilator tip with the needle tip. The dilator tubing was cut lengthwise evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
During the procedure, the transseptal needle could not be inserted and plastic from the dilator came loose. The procedure was completed with another device with no adverse patient consequences.